Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient replaced their system controller to the backup due to "unusual behavior".

Event description:
It was reported that patient replaced their system controller to the backup after unusual behavior only. There was no smoke coming from a damaged part of the battery connection cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to ¿unusual behavior¿ was not confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event (including if log files could be provided and why the controller was exchanged); however, no response was received. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient replaced their system controller to the backup after witnessing smoke coming from a damaged part of the battery connection cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.